Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode showing non-physiological signals on the ventricular electrogram. An alert was triggered in the remote monitoring system for this issue indicating the minute ventilation (mv) sensor was disabled. Additionally, non-sustained ventricular tachycardia (vt) events were also stored showing noise on the rv lead. All events were recorded on the same day between 14:56-15:02, suggesting the patient may have been undergoing a procedure. An email was sent to the clinic notifying them of the alert, recommending the patient be seen in the clinic to evaluate the mv sensor and clear the alert with a programmer interrogation. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode showing non-physiological signals on the ventricular electrogram. An alert was triggered in the remote monitoring system for this issue indicating the minute ventilation (mv) sensor was disabled. High, out-of-range pacing impedance values were noted. Additionally, non-sustained ventricular tachycardia (vt) events were also stored showing noise on the rv lead. All events were recorded on the same day between 14:56-15:02, suggesting the patient may have been undergoing a procedure. An email was sent to the clinic notifying them of the alert, recommending the patient be seen in the clinic to evaluate the mv sensor and clear the alert with a programmer interrogation. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative found out from the clinic that the patient was having a procedure at the time of the episodes and the mv sensor has since been programmed back on.